Manufacturer narrative:
As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, the service technician could not duplicate the reported issue. Visual inspection of the exterior of the unit showed no physical damage. The unit was opened and no corrosion/ ingress was detected on the main pcb and the other related components. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation.

Event description:
The customer reported that the unit has a damaged cord and will not stay on. No patient involved. No injury.